Manufacturer narrative:
The faradrive sheath has been received at boston scientifics post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat an atrial fibrillation (a fib) a faradrive sheath was used. A blood leak around the mapping catheter occurred from the sheath during pre-ablation on the left atrial mapping. The physician exchanged the mapping catheter for the farawave catheter. During drawback prior to flushing the sheath the physician noticed a significant amount of air being pulled into the syringe. No air bubbles were observed within the sheath itself during the next aspiration attempt, leading to the belief that the valve was drawing in air. To resolve the issue the sheath was replaced, and the procedure was completed without patient complications. The faradrive sheath has been received at boston scientifics post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive sheath was visually inspected a kink towards the distal tip of the active shaft. This defect would not have contributed to the allegation of this event. Microscopic inspection of the hemostatic valve identified both valves torn by the center slit on the inner face. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal and outer valves.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat an atrial fibrillation (a fib) a faradrive sheath was used. A blood leak around the mapping catheter occurred from the sheath during pre-ablation on the left atrial mapping. The physician exchanged the mapping catheter for the farawave catheter. During drawback prior to flushing the sheath the physician noticed a significant amount of air being pulled into the syringe. No air bubbles were observed within the sheath itself during the next aspiration attempt, leading to the belief that the valve was drawing in air. To resolve the issue the sheath was replaced, and the procedure was completed without patient complications. The faradrive sheath has been received for analysis.